Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found that the lead insulation was abraded at 46.6 to 46.7cm from the distal tip. The abrasion was consistent with constant friction with the device can. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.